Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient stated bg (blood glucose) levels were high, but he is unable to recall the exact measurement. Symptoms reported include hyperglycemia, vomiting, sweating, delirious, and combativeness. The patient was treated with insulin but is unsure of the type and dosage. The patient was released after 4 days. Patient reported he was on vacation at time of event and ran out of insulin consequently leading to dka and hospital admission. Patient reported no allegations against the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.